Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens tore upon insertion. There was no reported patient impact. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Only the product carton was returned with an implant reply card. The manufacturer internal reference number is: (B)(4).